Event description:
Reporter indicated that a vns pt's seizures had worsened. Follow up with the reporter revealed the pt's generalized seizures had improved, but her tonic-clonic seizures had increased. This was felt to be due to the pt not being able to tolerate higher vns settings. Medication was given as an intervention.